Event description:
The customer reported that the system was not saving patient images. (Data loss). There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge representative evaluated the system and reloaded software. The system operates as intended.